Event description:
Patient reported obtaining back-to-back blood glucose results, of 114 mg/dl and 215 mg/dl. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. L1 control testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped. The compact system: meter, strip lot 25656882 with expiration date 06/30/2008.

Manufacturer narrative:
The suspect product is the compact strip.